Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not interrogating implanted devices, that there was a loss of telemetry. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not interrogating implanted devices, that there was a loss of telemetry. The head was returned for service. No patient complications have been reported as a result of this event.